Event description:
The dental cement, unicem, turns black under crowns when used as directed. This causes porcelain crowns to turn back, and they must be remade. One of the causes may be micro-leakage as a result of debonding, which would lead to redecay of the tooth under the crown. It has been my experience that this product does not perform as advertised. Therefore, it may also not actually fit into the category of products for which it received FDA approval. I have reported this adverse outcome to 3m. This corp knows of this problem, has not informed dentists in a manner designed to discourage the use of this rpoduct on pts, and continues to actively promote this product. In my opinion, the response of 3m in handling this known adverse event has not only been negligent, the response has been fraudulent. My hisitory with this product: I first began to use unicem on 11/17/2003. I had taken a basic training course for my cerec cad/cam system in july of 2003 sponsored by the distributor, patterson dental supply. Unicem was one of two cements specified for use with the cerec system. Because unicem requires a special mixing machine and dispensers for the capsules, it took us 4 months to get unicem into our protocol. In november 2004, I began to notice crowns that were turning gray and dark gray stains along the margins of crowns and inlays. (Margins are the seam between the tooth and the restoration.) This is not life-threatening by any means. Yet imagine that you are the pt returning to have your teeth cleaned, who is pointing out to your dentist the obvious discoloration on a crown that is less than one yr old. One of the crowns that I have needed to replace turned gray in about 6 wks. I immediately reported this to 3m, and disconeinuted the use of unicem in my practice. One of their "cement experts" called me. I was informed that this adverse event was not common. Nevertheless, he conducted a very organized interview with many specific questions about how I had used the cement. Finally, after exhausting several possibilities of potential negative interactions with materials that I have never used, he asked me what kinds of materials were used in the crowns. I replied that it was vita porcelain and paradigm composite that had been milled using the cerec system. He immediately told me that the problem was that unicem was incompatible with the cerec technique. This totally surprised me, because paradigm is also mfg by 3m. I followed up with a letter confirming our conversation. Not surprisingly, I heard nothing from them until I received a promotional brochure early in 2006 regarding unicem and the blocks and the paradigm blocks. None of the problems mentioned in phone conversation, including the incompatibility of the cement with the cerec technique, is mentioned in the directions. If 3m knows that unicem is not an appropriate cement for use with the cerec technique, why is 3m still promoting that use of the product?. 3m's "notice to dentists: after reporting my observations to 3m, I expected to receive some sort of technical bulletin alerting dentists to the incompatibility of unicem and the cerec technique. Owners of this system are not difficult to find. I receive cerec promotional material from after market mfrs on nearly a daily basis. Earlier this yr, about 15 mons after I spoke with the 3m rep. I received an envelope of "recipe cards" with helptul hints on how to avoid the type of staining that I had reported. (Unicem is promoted for use in all restorations that could be cemented on a pt, not just those associated with the cerec technique. I have no way of knowing whether this "bulletin" was sent to all dentists or just those who own cerec. First, it was packaged to look like junk mail, presumably so that the dentists that they were attempting to notify would never even open the envelope. Rather than an urgent looking alert, they sent something that looked like advertising. It just seems like something that marketing and legal would come up with to notify without really attracting attention. Second, the "hints" never mentioned the poor performance characteristics of unicem that lead to leakage. The source of the problem is identified as other products made and sold by other mfrs. The fact that unicem is incompatible with these other products is not my objection. 3m has no control over interactions with dental materials that they do not produce and that some dentist somewhere might decide to use on the tooth prior to applying the cement. But now that these incompatibilities are known, they make unicem virtually impractical to use in the real world, because the types of materials are nearly universally used during the process of cementing crowns regardless of the cement used. It's like saying you have a software program for sale, but it just can't be used in conjunction with a keyboard or a mouse. It seems to me that the trick that 3m needs to accomplish is to disclose these potential problems in such a way that it will not be noticed and will not affect sales (no matter how that affects pts.) I have 180 restorations that are cemented with this that may eventually redecay and need to be replaced, and I am just one dentist.